Manufacturer narrative:
Based on the information received, it has been identified that MFR report#: 2031642-2021-03326 is the correct report and is the primary complaint. MFR report#: 2031642-2021-03426 has been identified to be a duplicate and should be nulled.

Event description:
The customer reported the ventilator gives check vent alarm for (alarm led failed). There was no patient involvement. The customer swapped in the user interface to power management board cables and the unit began working. The customer powered on the ventilator on a different day and the error returned. The remote service engineer advised to try replacing the user interface board per the service manual. The customer replaced the user interface board and the issue was resolved.